Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: nixon m, zreik n, bakhit h. Wrist arthrodesis and soft tissue rebalancing in the spastic hand. J hand surg eur vol. 2024 apr;49(4):420-427. Doi: 10.1177/17531934231205548. Epub 2023 oct 25. Pmid: 37879641. Objective/methods/study data: the purpose of this retrospective study was to investigate the outcomes of wrist arthrodesis with simultaneous soft tissue rebalancing of the digits in the spastic wrist. Between (B)(6) 2013 and (B)(6) 2021, a total of 43 wrists in 40 consecutive patients diagnosed with spasticity who underwent wrist arthrodesis surgery were included in the study. All patients in the study were treated with wrist arthrodesis using a synthes straight wrist fusion plate (synthes, leeds, UK) with simultaneous soft tissue rebalancing of the digits. The minimum follow-up was 1 year. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes straight wrist fusion plate (synthes, leeds, UK) adverse event(s) and provided interventions possibly associated with unk - constructs: lcp wrist fusion plate (qty 5): qty 5: 5 patients encountered significant wound breakdown and dehiscence; two required prolonged vacuum-assisted closure (vac) therapy and one needed a pedicle flap for wound closure. Adverse event(s) and provided interventions possibly associated with unk - plates: lcp wrist fusion (qty 1): qty 1: 1 wrist had plate fracture. Adverse event(s) and provided interventions possibly associated with unk - screw locking (qty 1): qty 1: 1 wrist had screw pull-off.